Event description:
During evaluation of a returned spectrum infusion pump, the device displayed false air-in-line error. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device had a false air-in-line error. A review of the event history log revealed air in line messages. The cause was identified to be damaged ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.